Event description:
It was reported that "pt in an ICU bed and hooked up to infusion equipment w/PICC line, rolled over and broke luer completely off the PICC."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.